Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. The explanted system will not be turned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7148065/7148032 UDI: (B)(4). UDI: (B)(4).